Manufacturer narrative:
Insulin pump received with frozen screen, problem isolated to mother board. Insulin pump was tested with no audio/beep anomaly noted. Insulin pump received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted.

Event description:
Customer reported via phone call that the device started beeping out of nowhere. Customer was advised to remove the battery for 2 hours. Customer called back after reporting that the device did not restore normal device function. Customer's blood glucose was 71 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.